Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿note: if unusual resistance is felt before the stent exits the guide catheter, do not force passage. Resistance may indicate a problem, and use of excessive force may result in stent damage or stent dislodgment from the balloon. Maintain guide wire placement across the lesion, and remove the stent delivery system and guide catheter as a single unit.¿ the device was used in a manner inconsistent with the labeled indications. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The tight target lesion was located in the left anterior descending (lad) artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon attempting to advance the device with force, the device was caught at the tip of the guide catheter causing the stent to migrate. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The tight target lesion was located in the left anterior descending (lad) artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon attempting to advance the device with force, the device was caught at the tip of the guide catheter causing the stent to migrate. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.